Manufacturer narrative:
(B)(4). Date sent: 8/25/2020. Additional information received: about 5 recent cases with bleeding that required some sort of intervention- clip applier. The bleeding is not just oozing. The surgeon typically uses a black reload with seamguard, 2 gold and then 2 blue. It seems that the bleeding is coming from the gold reload. He does not go close to the pylorus, compresses a minimum of 15 seconds with 3-4 pulses, relatively slow. His technique has not changed from pre-covid shutdown. Tried green with seamguard with longer compression. 3 out of the 5 patients required a take back to the theatre and 2 required 2 unites of blood. The surgeon is a former tristaple user and use black reloads the whole way. The staples seem to be well formed. Bleeding seemed to be coming through the staple line. The gold bleeding across entire staple line, and sometimes the bleeding is delayed. The surgeon after initial compression, reopens jaws to release tension, then closes again. Post covid seems to be when issues started. The patients that had to return to theatre, the reoperations occurred the same day as initial procedure and the day after. The patient that did to go back, the clot was high on the diaphragm, and the ones that did go back he could not pinpoint a specific place the bleeding was coming from but looked like the entire staple line. The second surgeon experienced a post-op leak. The patient had a lot of adhesions. Leak was where green reload was used. Surgeon stated the tissue looked thin, so he went with a green. There were not issues intraoperatively including staple form. Does 280 bariatric cases per year. The second case was a sleeve. The third fire with a green reload is where issue occurred. Again, no issues noted during initial procedure. Maybe patient factors involved. The patient jumped up out of bed and lifted a heavy bag after procedure.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: can I please query what stapler was used in these reported procedure. : plee60a noted that the staple line looked fine and fully engaged, however, were there any issues with any devices/issues within primary procedure that we should know? None of the ethicon staplers were used in the primary procedure ¿ case 1 and also I don't understand this question. Patient¿s co-morbidities if known? Not known. As per the event description provided, can I confirm that you were only present in the procedure involving the male patient? Yes male patient cases only. Were a leak test completed during the primary procedure for both patients? No, this is not the regular practice with this surgeon. When was the leak identified? Post-op while in the ward? Or after patient was discharged? Male patient immediate and the other one later. How was this leak managed? E.g. Were the patients readmitted for re-suturing/re-do. ? Unknown. Patient¿s current status if known since friday (when these were reported to jjm) : unknown for today. Additional information was requested, and the following was obtained: what was the patient bmi? Unknown. Were all 7 reported green cartridges used in procedure? Yes. Is it the surgeon¿s typical routine to use all green cartridges? No black first and then greens. Was buttressing material used? No. Does the surgeon routinely wait 15 seconds prior to firing? Yes. How was the leak addressed? Drain. What is the current patient status? Stable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-operative of a sleeve procedure, the surgeon reported an early gastric leak on (B)(6) 2020. The procedure was on (B)(6) 2020. The staple line looked fine and fully engaged. The leak was 4mm wide middle of the green reload (gst60g). This was the last fire of the pouch (4cm down from top-end). The early leak was noted day 1 post-surgery. Patient is currently still in ICU. No reported device issue during procedure.